Event description:
A purchasing agent reported that an intraocular lens (iol) was exchanged for a different model lens due to glare and halos. Additional info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye. The report for the first eye was filed under MFR report #1119421-2012-01360.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).